Event description:
The reporter stated that during a surgical procedure, when the surgeon called for the implant, it was observed that there was a small hole in the bottom of the sterile implant box. Upon opening the packaging, a puncture through the box and sterile packaging was discovered. The implant was set aside and not used. A spare implant was used to complete the surgery.